Event description:
A malfunction occurred and the customer's blood glucose level exceeded 500 mg/dl, with the specific value displayed as "high." The customer corrected the high blood glucose level through a manual injection and received assistance from a third party, as the customer was 10 years old and was assisted by their mother. The customer will continue to use current pump for insulin therapy.